Manufacturer narrative:
(B)(4). The device manufacture date in the initial report (submitted december 22, 2015) was incorrectly documented as 10/13/2015. The correct device manufacture date is 10/9/2015. The date received by manufacturer used for this report is the same as the alert date for the initial report (submitted december 22, 2015). This is because this medwatch report (follow-up 1) contains a correction to the manufacture date and UDI number provided in the initial. The rest of the information provided in this follow-up (complaint evaluation and closure) has an alert date of september 2, 2016. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow rate on the s5 gas blender system was not stable and the unit alarmed when a flow rate less than 0.4 l/min was entered. This issue occurred at attempted installation, so there was no patient involvement. The device was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any abnormalities or defects. The device was functionally tested and the reported issue could not be reproduced. A new calibration was performed and the device was cleaned and disinfected. A functional control and technical safety inspection were successfully carried out and the device was returned to the customer. As the reported issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow rate on the s5 gas blender system was not stable and the unit alarmed when a flow rate less than 0.4 l/min was entered. This issue occurred at attempted installation, so there was no patient involvement. Sorin group (B)(4) requested the s5 gas blender system for investigation. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow rate on the s5 gas blender system was not stable and the unit alarmed when a flow rate less than 0.4 l/min was entered. This issue occurred at attempted installation, so there was no patient involvement.